Event description:
It was reported that the patient with this inflatable penile prothesis developed a hernia in the area of the device reservoir. The reservoir had migrated from a sub- to mid-muscular position. Upon operation for repair of the hernia, the reservoir was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - not available, used date of explant. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3: date of event - not available, used date of explant.

Event description:
It was reported that the patient with this inflatable penile prothesis developed a hernia in the area of the device reservoir. The reservoir had migrated from a sub- to mid-muscular position. It was unknown whether or not the hernia was device or procedure related. Upon operation for repair of the hernia, the reservoir was explanted and replaced. No further patient complications were reported.